Event description:
The physician was unable to get the ablation unit past the required number, 2.5. A call was placed to the manufacturer's helpline to assist with trouble shooting. The physician was still unable to have the unit go over 2.5 and the procedure was not completed.